Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed that the device plug was cut off and not returned, and there was significant damage to the device shaft. Functional testing noted that there was bend in the shaft, damaged to the point of a fracture. No loose pieces of the shaft fell off according to the report and none were observed during the analysis. Due to the damage, jaw and knife movement was hindered. It was not possible to transition from jaws to l-hook. It was reported that the insulation was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not bend instrument shaft. If the instrument shaft is visibly bent, discard and replace the instrument. Do not turn the rotation wheel when the lever is fully depressed, product damage may occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, specifically at the colpotomy step, the device was plugged into a generator with software version 5. The shaft of the device was broken and damaged, including insulation damage as the jaws of the instrument tore through the l-hook sleeve. The device did not break off during the procedure, and no pieces fully detached or fell off. Another device was used successfully with the generator. There was no patient injury.